Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device showed signs of improper maintenance and storage based on evidence of insect infestation. The device was deemed beyond repair and not recommended for patient use. Device was returned to customer unrepaired. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.